Event description:
During a low anterior resection procedure, the safety did not release properly and the instrument did not fire. The surgeon resected the site and applied another device. The pt's status is satisfactory.

Manufacturer narrative:
6/25/97-supplemental report #1 submitted to FDA.